Event description:
A corneal incision was made for cataract extraction. The system malfunctioned; the case was then cancelled. When biomedical systems was notified of the problem, the system was taken to the shop for evaluation. The unit was immediately checked out and found to have an intermittent micro switch in the foot pedal. Repair could have been accomplished within 40 minutes. However, the pt was already released. Contacted the company and a loaner system was requested. It was received on 8/5/94. The procedure was completed the following day. A quality control engineer from co and a biomedical technician evaluated the system at the hosp and verified the problem with the foot pedal. The foot pedal was replaced with a loaner; the system was completely tested and met MFR's specs. The unit was then placed back into service. The defective foot pedal was taken to the MFR for repairs.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-94. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: expected wear/deterioration, telemetry failure, foot switch. Conclusion: device failure occurred but not related to event, other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service, device returned to manufacturer/dealer/distributor, device temporarily removed from service. The device was not destroyed/disposed of.